Event description:
It was reported that a leak was observed during use of a homechoice cassette. The event was further described as ¿hc is wet and modem as well¿. This occurred during set up of the device for peritoneal dialysis therapy. Continuous ambulatory peritoneal dialysis was discussed with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.